Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, deformation device and cloudy in the gel. Voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side textured implants and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. "Device evaluation: visual analysis of the photographs was unable to identify any unique and / or unusual observations of the device. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side textured implants and capsular contracture baker grade IV. The device has been explanted.